Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with the product mandrel and balloon protector. The product mandrel was received inside the distal shaft and the balloon protector was received over the balloon. The shafts, balloon and tip were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Microscopic examination of the balloon revealed that there was a 15 mm longitudinal tear from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. The tip was stretched and stuck to the product mandrel, so the product mandrel was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07feb2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3.5 x 24 mm de novo target lesion was located in the tortuous and severely calcified left circumflex (lcx) artery. A 2.00 mm x 12 mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The device was removed from the patient's body and post dilation was performed with a larger diameter balloon catheter followed by stenting. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon longitudinal tear.